Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "low" on the continuous glucose monitor, and a loss of consciousness. Reportedly, customer was delivering large boluses in succession, resulting in insulin stacking. Customer required assistance from parent to treat bg level via a glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level.